Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead dislodged. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.